Manufacturer narrative:
Corrected sections: concomitant medical products: (B)(4) were reported as concomitant products; however, they were not in use during this reported event. Updated conclusion: the battery reported in the event was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the incoming inspection records confirmed that the associated device met all requirements for release. The reported event was confirmed during bench testing. Analysis of the device ((B)(4)) revealed that the battery failed to meet specifications; the unit passed visual examination but failed functional testing due to a triggered cell-under-voltage (cuv) flag which rendered the battery pack inoperable. The flag was most likely triggered by a faulty internal cell pair. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation under (B)(4) to evaluate these types of issues. Additionally all hvad batteries packs manufactured with (B)(4) ((B)(4)) are being removed from the field under fsca apr2015b (reference 3007042319-12/22/2015-001-r , z # pending). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One battery and two mac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation for (B)(4) confirmed that the associated device met all requirements for release. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a triggered cuv flag which rendered the battery pack inoperable. The flag was most likely triggered by a faulty internal cell pair. The confirmed malfunction is related to the reported event. An internal investigation has been opened to evaluate these types of issues. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be replicated at the bench level. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an intermittently open wire near the adapter's strain relief. The most likely root cause of (B)(4) failure is a faulty internal cell pair, which likely contributed to the event. The most likely root cause of (B)(4) failure can be attributed to wear at the strain relief, as a result of excessive bending, likely contributing to fraying or breaking of a wire. No failure was detected for (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of hvad power sources. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery would not charge right out of the box. It was also reported that two adaptors would not provide any power. The batteries were replaced. There was no impact to the patient.